Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 0.126 ng/ml, patient 2 = 0.286 ng/ml, patient 3 = 0.118 ng/ml, patient 4 = 0.109, 0.110 ng/ml, patient 5 = 0.157 ng/ml, patient 6 = 0.167 ng/ml) from multiple patient samples run on two vitros 5600 integrated systems. Repeat testing of the same samples determined the expected vitros trop I es result to be < 0.012 ng/ml for all samples except for patient 5 (expected value of 0.013 ng/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory for patient 2 and patient 3, however corrected reports were issued based on the repeat testing. The higher than expected results were not reported out of the laboratory for the other patients. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 1565098 & 1565233 / ivd 315388.

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on two vitros 5600 integrated systems. The higher than expected results were all obtained from the same vitros trop I es reagent pack. Outside of the reagent pack in question, results of precision testing and review of quality control results from the time frame of the event did not identify a performance issue with the vitros trop I es reagent lot in use. In addition, the investigation found no evidence to suggest an instrument malfunction occurred. Expected results were obtained for the patient samples in question when repeated using alternate vitros trop I es reagent packs. A definitive root cause could not be determined. However, a reagent issue with the vitros trop I es reagent pack in use or improper reagent pack storage/handling off board the instrument cannot be ruled out as potential contributing factors. The root cause of this event is unknown.